Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Abbott was informed of the patient's death due to a request to return the patient unit.

Manufacturer narrative:
No device analysis results are available because the device was not returned.

Event description:
The cause of the patient's death was unrelated to the cardiomems device, and unrelated to their hf treatment.